Manufacturer narrative:
Date of event is estimated. Additional information has been requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2020-01692. It was reported the patient is not receiving effective therapy due to high impedances. Surgical intervention may be undertaken in the future to address the issue. Note: it is unknown which lead has high impedances, as such both leads are being reported.